Event description:
Customer called to report that the immage 800 immunochemistry system generated erroneous alpha-antitrypsin (aat) results. Customer also reported low quality control recovery. The root cause could not be determined; however, it appears as though this was a reagent-specific issue, and not an instrument issue, as the problems occurred once this reagent lot was used. A service request was not generated. Customer stated that although erroneous results were generated, patient treatment was not affected.

Manufacturer narrative:
The root cause of the issue was not determined, but it appears as though the issue was reagent-specific. (Note: the beckman coulter, inc. Identifier for this report is (B)(4)). Reagent-specific issue.